Event description:
It was reported that the product was continuously activating.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continues to work on it's own. Probable root cause: inappropriate selection of power by user, wrong default setting, power output variation: console error: use error: the reported failure mode will be monitored for future re-occurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product was continuously activating.